Event description:
It was reported to ortho solutions directly from the patient that an x-ray confirmed a post-operative plate fracture 7 weeks after initial surgery. Subsequent revision surgery was required.